Event description:
On postop day #5 pt experienced decreased vision in left eye. This was treated with IV heparin & eventually resolved. It was thought to be due to a small embolism from the prosthetic heart valve that had formed during the subtherapeutic inrs. Pt has had further symptoms of this type.